Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right knee was revised. As reported: "knee pain and grinding." A 9x3 cr insert and a38 beaded patella were revised.

Manufacturer narrative:
An event regarding dislocation involving a triathlon patella was reported. The event was confirmed via medical review. Method & results: product evaluation and results: visual inspection of the provided photographs indicated blood on surface and fractures occurred during explantation. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated "the 11/16/201 operative report describes standard uncomplicated primary surgeries. The single ap x-ray demonstrates a patellar component in abnormally superior position in relationship to the femoral component and the joint line. No confirmative lateral view was available. Following review of this limited documentation neither revision surgery nor the root cause for the high riding patella can be established or confirmed." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of medical records with a clinical consultant indicated "the 11/16/201 operative report describes standard uncomplicated primary surgeries. The single ap x-ray demonstrates a patellar component in abnormally superior position in relationship to the femoral component and the joint line. No confirmative lateral view was available. Following review of this limited documentation neither revision surgery nor the root cause for the high riding patella can be established or confirmed." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised. As reported: "knee pain and grinding." A 9x3 cr insert and a38 beaded patella were revised.